Event description:
(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
It was reported that during a procedure of a patient with a fractured tibia, the ring piece fell off and surgeon finished reaming without the ring to complete the procedure. All pieces were retrieved. After the case was completed, the pins fell out when re-assembly of the device was attempted.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The manufacturing evaluatoin revealed that the returned device was received in single parts. The setting screw which holds the connector together was loose; therefore the device fell apart. The device met the specifications at the time of manufacturing; reassembling is possible. Based on the condition of the returned device and the evaluation, the complaint is deemed invalid from a manufacturing standpoint. Placeholder.